Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate ii lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until they underwent pump exchange on (B)(6) 2021 (referenced in MFR#2916596-2021-02768). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. The patient's prior admissions for anemia/bleeding are referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03026, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for ongoing anemia/gastrointestinal bleed. There were multiple dates for testing and transfusion. From (B)(6) 2021 the patient was given 2 units of red blood cells. Small bowel enteroscopy did not find bleeding source, video capsule endoscopy (vce) completed with inconclusive results given poor bowel prep. The patient was treated with proton pump inhibitors twice a day, octreotide, monthly intramuscular injections, digoxin, fish oil, statin, and angiotensin receptor blockers. Computed tomography (CT) of abdomen did not clinically warrant mesenteric ischemia and doppler showed no evidence of high grade stenosis. Hemoglobin count was 6.2. CT abd not c/w mesenteric ischemia and doppler without evidence of high grade stenosis. Hemoglobin 6.2 in ER. From (B)(6) 2021, the patient came in for blood transfusion and danazol. Colonoscopy on (B)(6) showed polyps (not resected) while push enteroscopy showed superficial mucosal tear near ge junction. There was active bleeding in small bowel. A clip was applied. On (B)(6), push enteroscopy showed no evidence of bleeding. On (B)(6), antegrade balloon enteroscopy with arteriovenous malformation in jejunum status-post clip placement. Hemoglobin count was 5.8. The patient came in (B)(6) 2021 for blood transfusion and octreotide treatment. The patient came in (B)(6) 2021 for blood transfusion.